Event description:
Patient reports that device that goes with inhaler patient needs renewal as the device is broken, cracked. Unknown if any doses were missed. Unknown if device available for return. Unknown if md is aware. No further information provided. Chronic obstructive pulmonary disease.